Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter-ink smear with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter-ink smear was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that defective marking were found before use with bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, "many defective marking tubes got mixed. Ink smear". 17 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective marking were found before use with bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, "many defective marking tubes got mixed. Ink smear." 17 occurrences were reported.